Event description:
It was reported that the device was operating fine. However, there was a concern that the device was not going to last very long, as it was estimating 4 years. It was explained to the caller that longevity estimator underreporting was a known issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.